Event description:
A malfunction alarm was reported, with a specific malfunction code of malf 0. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code recurs, and they acknowledged this advice.